Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error software alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 18354 file number 49). Problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received software error detected. Customer's blood glucose value was unknown. The customer states that they were able to clear alarm and rewind the insulin pump. The customer reported that fill cannula was not recorded in daily history. The customer reported that the self test passed. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.